Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced discomfort at the eye due to supraorbital lead migration (confirmed via xrays). No additional information available at this time.

Event description:
Additional information received identified the patient experienced a hit at the supraorbital lead site. Additionally, surgical intervention may be taken at a later date to address the issue.

Event description:
Further information received identified the patient underwent surgical intervention on 16-08-2017 wherein the migrated lead was repositioned and an additional lead was implanted for broader coverage which resolved the issue. Further review of the manufacturer's complaint record database identified duplicate report (MFR. Report# 1627487-2017-05029) was unintendedly submitted on this same issue.